Event description:
Related manufacture reference number: 2017865-2023-10674, related manufacture reference number: 2017865-2023-10675. It was reported that the patient presented during clinical follow-up, symptomatic of infection. The pacing system was explanted on(B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.